Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys cea assay result for one patient sample. The initial result was <0.2 and was reported outside the laboratory. No unit of measure was provided. As the result did not follow the high trend for the patient, the sample was repeated and the result was 569.9. No unit of measure was provided. On inspection, the original sample appeared to have had fibrin on the surface but no analyzer alarm was received during testing. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. Fse field service representative confirmed the liquid level detection (lld) and pressure sensor were in specification and made a minor adjustments to the sampling position. No further events of erroneous results were reported.